Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the blood was noted in the gas line. As a result, the iab was removed, and the clinicians decided not to replace it. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). The reported complaint for iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that the blood was noted in the gas line. As a result, the iab was removed, and the clinicians decided not to replace it. There was no report of patient complications, serious injury or death.